Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2008. She stated she received a notification from her doctor stating her implant was part of a recall, patient will like to confirm this. It was also reported by the patient that metal was found in her blood.

Manufacturer narrative:
An event regarding abnormal ion levels and a recall query involving a metal head was reported. The event was confirmed based on medical records provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: lab results indicate cobalt modestly elevated, chromium level normal, need operative reports, clinical and past medical history and serial x-rays. Operative reports, clinical and past medical history, additional serial x-rays and pathology reports. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: while modestly elevated cobalt levels and normal chromium levels were identified through clinician review of the provided medical records, the exact cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, operative reports, clinical and past medical history and serial x-rays are required to complete the investigation for determining a root cause. It is also noted that the patient has inquired if this implant is in the scope of a recall. A review of stryker¿s nc/CAPA database indicated that an nc was initiated on 26- jan-2016 due to femoral head to femoral stem component taper lock failure. A CAPA was initiated to determine root cause. This device lot was identified to be within scope of the CAPA, however, the reported event does not fall within the scope of the hazard/harms identified in the health hazard evaluation (hhe). No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2008. She stated she received a notification from her doctor stating her implant was part of a recall, patient will like to confirm this. It was also reported by the patient that metal was found in her blood.